Event description:
The complainant alleged that during a routine shift check by a clinician, when the device was turned on, the screen powered up to a green dot only. The complainant indicated that there was no pt involvement in the reported malfunction.